Event description:
It was reported that the patient felt discomfort during ventricular pacing due to high ventricular pacing output. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.